Event description:
The account alleged the brakes do not hold. No patient impact.

Manufacturer narrative:
The technician found the patient was entering the bed at the foot end of the in while it was in trendelenberg position. The technician in-serviced the account on the bed functions and advised the patient should enter the bed from the side of the bed for safety reasons.